Event description:
Customer reported the alarm powers up and when weight is removed from the sensor, the alarm sounds intermittently. The batteries were replaced with a new supply. The alarm was tested with a new sensor, but the results remain the same. There was no visible damage to the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).